Event description:
It was reported by service report that the head right siderail outer panel was cracked with sharp edges. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: head right siderail outer panel was cracked with sharp edges.